Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced hyperglycemia. The customer high blood glucose level was 24.8 mmol/l. The customer reported that the customer¿s blood glucose was 6.8 mmol/l when heading out into forest for sport and the sensor glucose was 2.9 mmol/l. Insulin delivery was suspended due to sensor values. The customer¿s blood glucose went up to 24.8 mmol/l after 2 hours of exercise. The devices will not be returned for analysis.